Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt had an embolic stroke which resulted in right sided weakness. The vad coordinator also reported that the pt's inr was 1.8, and that it may be related to the pt's pump. This pt's inr goal was increased. A couple of weeks later it was reported that the pt was hypertensive and had ldh of 1240, which was double of his baseline. The pt showed no clinical signs, no shortness of breath, no anemia. A week later the pt went to the clinic and his ldh was down and his vad readings were fine. The pt remains ongoing.